Event description:
Medtronic received a report that a pipeline stent failed to open and there was resistance in the phenom 27 microcatheter. The patient was undergoing surgery for flow diversion treatment of an unruptured, saccular, right internal carotid (ic) artery aneurysm with a max diameter of 10.1 mm and a 4.6 mm neck diameter. The aneurysm location was classified as lacerum (c3) under bouthillier et al and was not eligible for premier (10mm or larger). The ic to m2 access vessel diameter was noted as "4~2" mm. The landing zone vessel diameter was 3.5 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered and a proper platelet reactivity unit (pru) level was maintained. It was noted that there were "no problems" regarding the postoperative findings related to blood flow contrast. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).the phenom 27 microcatheter was guided to the right m2 and the corresponding pipeline stent was inserted, advanced to the tip of the phenom 27, however, deployment was attempted without success. The device was moved to the m1 location and deployment was attempted again, but the pipeline still did not open. The phenom 27 and the pipeline were retrieved together outside the body, and when the pipeline was deployed externally, it opened without any issues, and no resistance was observed in the movement of the wire. The phenom 27 and the pipeline were then guided back to the m2 location, and deployment was attempted again, however, the stent failed to deploy and was retrieved. A new stent and microcatheter, from the same lot for both devices, were used and the stent was successfully deployed without issue. Deployment failure was described as being in the distal stent region when less than 50% deployed. The pipeline was not located in the tortuosity of the blood vessel. The stent was resheathed 3 or more times. No additional operation or device was used to deploy the stent. The stent was resheathed and removed along with the microcatheter. No obvious damage was observed when the concomitant catheter was inspected outside the body. Additionally, resistance in the distal shaft of the phenom 27 microcatheter was noted as minimal, about the same as usual. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, 160cm 1 marker 15c, model number: fg15160-0615-1s, lot number: 230628620. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex shield was returned within the phenom 27 catheter. Damage location details: the pushwire extending out from catheter hub. No bend or kink was found on the pipeline flex shield pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with the catheter distal tip/marker band. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open as the pipeline flex shield braid were fully opened and damaged. Damage to the braid identified during analysis could have occurred due to resheathing of the pipeline flex shield more than two times. In addition, based on the analysis findings, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance as no defects were found with pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The catheter was flushed per IFU during the procedure. The distal section of the pipeline did not open. No damage was observed on the pipeline pushwire or catheter. The cause of the stent failure to open was not determined, and no resistance was reported.